Event description:
Device report received from (B)(6) indicates the following: six months post operatively the tomofix was found by x-ray to be broken.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.